Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing a piece of the cartridge sheared off into the patient. It was retrieved. They reloaded the device and continued to use it to complete the procedure. There were no issues with the device. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge. Additional information received from the rep: during the green cartridge firing, blade sheared off a piece of the cartridge. After the case, discussion with the doc and first assistant, there were loose clips from removal of band of a previous procedure. They did notice a "slow down of the device" in the middle of the firing. Staple line was good, used with synovis, except where missing staples were. Area oversewed. Reloaded device and continued. One device was returned in good visual conditions and with a green cartridge present. Upon further evaluation, of the reload damaged was found on the cartridge deck around the seventh and eighth slot on the right side the knife. In addition there is some damage to the inner wall of the cartridge near the knife slot. All other drivers and staples have been deployed. Additionally, the cartridge pan was noted to be partially dislodged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall and the pan can become dislodge allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple and drivers presence by an (B)(4), and are visually inspected 100% as a final check. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was received for review. Ees field quality engineer provided the following observations and summary: metal cartridge pan has been separated from green cartridge body. Approximately 5 staples can be see still in the staple pockets. They appear to have been by-passed by the yellow sled (normal - right side of knife slot). Where 2 yellow - dual staple drivers are missing. There appears to be a staple jammed in the knife slot mid way along staple line. Proceeding left the next 2 yellow -dual staple drivers on same side of knife slot appear to be only partially pushed-up. A piece of the knife slot wall (green in color) has been sheared off. Assume subject piece shown next to pan in photo. The 2 missing yellow - dual staple drivers appear to be lodged against the front of the yellow sled, distal end of green cartridge body. "In my opinion a staple from a previous firing got caught in the knife slot during this firing. The staple was plowed forward by the sled/knife combination as the device was firing. As the staple was being advanced tissue and buttressing material was jamming up since the staple was preventing the knife from making a clean cut. As the tissue build up continued, enough force was generated to cause the staple cartridge to deflect inward toward the knife. The deflection was great enough to cause a chain reaction: including the pan to start to separate, allowing the dual staple drivers to drop down and be picked-up by the sled and driven forward. As the sled drove the drivers forward they by-passed the staples, partially pushed-up the next set of drivers until the forces were neutralized. The sled and knife continued to advanced completing the firing stroke while driving the dual staple drivers forward with the sled and continuing pan dislodgment along the way. It should be noted that the point along the cartridge where the damage occurred is the area where the cartridge has least support and is affected the most by overloaded conditions."

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.